Manufacturer narrative:
(B)(4). Processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the proximal left anterior descending artery with heavy tortuosity and 100% stenosis. A 3.0x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was implanted and a distal edge dissection occurred. A 3.0x12 mm xience pro stent was used to cover the dissection; however, a distal edge dissection was observed. A 2.75x38 mm xience prime stent was used to cover the second dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.